Event description:
It was reported that during the implant procedure an epicardial lead was placed with adequate capture threshold after mapping multiple positions. After placing the device and the atrial lead, the epicardial lead had high thresholds in the normal bipolar configuration. A unipolar configuration from ring to skin was tested with lower thresholds. The patient will have another lead placed to sense adequately. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.